Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap anterior resection procedure, the white tissue pad fell off the non-active arm of the device about twenty mins into the case. It was retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the pt.